Event description:
Consumer complaint of low blood results. Caller normally is 97-119mg/dl. Lowest result from memory was 67mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (67) and the normal result (119) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).